Event description:
It was reported a loss of aspiration occurred during use. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the device would not aspirate. The device was removed and the procedure was completed with a different device. There were no patient complications.